Event description:
A pt received her first treatment on 9/30/96 in the glabella and nasolabial folds. On approx 11/12/96, the pt noted erythema, swelling, induation, and pruritis at the treatment symptoms. The physician diagnosed a hypersensitivity and prescribed intralesional kenalog. On 12/2/96, the symptoms persisted.